Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined to be not reportable as the device was not revised and did not cause or contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 : 00596401751 - femoral component option size g left compatible with lps-flex prolong - 63848326, 00598605701 - stemmed nonaugmentable tibial component option cr/ps/lps size 7 for cemented use only - 63656335, 00596405010 - articular surface size gh 10 mm height use with plate 7 - 63815873. G2 : foreign country : united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2024-00023, 0002648920-2024-00022, 0001822565-2024-00298.

Event description:
It was reported that the patient underwent an initial surgery and was revised due to unknown reasons approximately 4.5 years later. Attempts have been made and all available information has been provided.